Manufacturer narrative:
It was reported that the device posted the alarm "technical failure" and stopped ventilation. During on-site inspection conducted by a dräger service engineer the pcb elco was found to be the root cause (not pcb control as first reported). The pcb elco was exchanged and sent in to dräger (B)(4) for further investigation. The pcb elco showed one failed capacitor and damages by leaking capacitor electrolyte. The pcb elco buffers the voltage for the motor blower in order to adjust the rotation speed for each breathing cycle. It is likely that the deviation of the pcb elco caused the technical alarm "blower defect" (00.a008), which can be seen in the logfiles. If an unacceptable deviation between measured turbine rotation speed and the set value is recognized during ventilation the technical alarm "blower defect" (00.a008) is reported and the device will switch off. In this case the ventilation stops and the high priority alarm "device failure !!!" Is given. During this time an emergency breathing valve would open allowing spontaneous breathing of the patient. Ventilation of the patient with an independent ventilation device may be considered necessary. The device logbook shows that the pcb elco was operated for 11,372 hours. The overall field failure rate of pcb elco is low and accepted by the responsible team.

Event description:
It was reported that carina ventilated a patient for about one hour, but the device unexpectedly posted technical failure and stopped the ventilation. No injury reported.